Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm multiple errors on startup including c-00. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a surgeon side console and run in normal mode. The measurement value for hf current was not as expected. Logs confirmed errors m-11, c-37 and c-38 occurred. There was also a scratch on the side cover.

Event description:
It was reported that during a da vinci-assisted surgical procedure the erbe generator faulted with error c-37. The system logs confirmed erbe errors c-37, c-38, m-11, and m-18 occurred. The customer power cycled the erbe, replaced the energy cord, and replaced the instrument, with no change. The intuitive technical support engineer (tse) had the customer remove the cables on the back of the erbe generator, and reboot the erbe, with no change. The erbe generator was plugged into a dedicated wall circuit. The customer elected to integrate their force triad generator to complete the procedure. There were no reports of patient injury.